Event description:
It was reported that during the case when the surgeon was drilling the second pin on the tibia using the tissue protector, the pin got stuck in the protector and broke in the drill bit. The pin was able to be pulled out of the patient. Both pieces were still connected. No delays reported.